Event description:
It was reported that after a diagnostic coronary angiogram through a 6f procedural sheath, arteriotomy closure of a moderately calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was successfully deployed to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it remained in the pre-deployed state. The monofilament was remained inside the device. There was no slack on the link which would indicate the lever was activated to deploy the foot. The condition of the returned device did not match the reported complaint and attempts to clarify the incident from the site have been unsuccessful. The sheath appeared normal; however, there was a kink on the sheath below the overmold area. A new guide wire was backloaded and frontloaded without resistance, indicating that the guide wire pathway was patent. The probable cause for sheath kinking is due to anatomical conditions such as patient obesity, a heavily scarred or tight tissue tract, and if the operator aggressively advances the device. It was reported that the common femoral artery was moderately calcified, which could be a contributing factor for the sheath kinking; however, this could not be confirmed. A review of the lot history record was performed and did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was deployed in a moderately calcified common femoral artery. Calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that can result in unsuccessful vessel closure. In addition, the instructions for use state under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device has been received. A follow-up will be submitted with all relevant information.